Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The plate is broken apart at the crossover between hole 10 and 11 counted from the end of the longer side. The plate was bent out of plane before it broke and there are very deep nicks in the area of the fracture visible. The rest of the plate is bend in different directions, especially between hole 11 and 12 is a strong bend in opposite direction visible, there are all over the plate clearly visible deep nicks from a bending tool. The review of the manufacturing documents did confirm that the used material was according to the specification. The review has also shown that for out of plane bending like in this case either the bending irons parts 03.503.077 and 03.503.078 or the bending pliers with nose part 03.503.056 have to be used. If the bending pliers with nose is used with out of plane, then second step marked part of the tool has to be used. The ¿duckbill¿ end of the bending pliers with nose is used to bent the last segment of a plate, which is accordingly marked on the device. Summary the complaint is confirmed as the plate is broken apart as complained. Based on the findings above a manufacturing related issue can be excluded. There was no information provided which bending tool was used, also how the tool was used is unknown. The several very deep nicks in a short distance next to the breakage indicate that neither the bending irons nor the out of the plane part of the bending pliers with nose was used. These devices would not damage the plate in such a manner in such a short distance to the fracture. May be the nose part of the bending pliers with nose was used for bending, the part which is just used for the last segment. Based on these findings we have to assume that inappropriate handling caused the complained malfunction. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot part no.: 04.503.739s. Lot no.: l975665. Manufacturing location: selzach. Supplier: frueh ag. Release to warehouse date: 13.jul.2018. Expiry date: 01.jul.2028 review for unsterile part 04.503.739 with lot h632957: part number: 04.503.739 lot number: h632957 part manufacture date: 07-may-2018 manufacturing location: elmira part expiration date: n/a nonconformance noted: n/a a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti matrixmandible 7x23 angle recon pl left 2.5mm thick product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, two (2) matrixmandible reconstruction plates were broken on (B)(6) 2019 during pre-bending prior to a scheduled mandibular reconstruction surgery on (B)(6) 2019. The pre-bending and surgery were successfully completed by using another matrixmandible reconstruction plate and without surgical delay. There was no surgical procedure and patient involvement when the issue occurred. There was no adverse consequence to the patient. This report is for one (1) ti matrixmandible 7x23 angle recon pl left 2.5mm thick. This is report 1 of 2 for complaint (B)(4).